Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that when the customer took a meal she gives a food bolus but, her blood glucose kept rising. The customer¿s blood glucose was 24, 19 mmol/l. The customer stated that they needs to give a correction bolus again but then she often went into a hypo. The customer tried 5 unit fill cannula. Insulin pump was delivered insulin. There was no leaking insulin at infusion site. Insulin pump was registered active insulin. The insulin pump will not be returned for analysis.